Event description:
It was reported the customer experienced a low blood glucose and was hospitalized; cause was unknown. To resolve the low blood glucose issue, the customer consumed carbohydrates and was treated at the hospital with intravenous saline fluids which successfully resolved the issue. The customer was released from the hospital the following day in stable condition and with no permanent damage. The pump logs were reviewed, and it was confirmed that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.